Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of hospitalization was 300 mg/dl. The customer treated the high blood glucose level with a manual injection at the hospital. The customer declined to check for possible site/insulin issues. The customer also reported getting skin irritation on the side due to the insulin set. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. The customer declined to perform the hp test. Customer was advised to change entire set, reservoir and insulin and treat per their healthcare professional's instructions. The customer was advised to call back for assistance if high blood glucose persist. The customer was wearing the insulin pump during the hospitalization.